Event description:
It was reported that during device change out, an insulation abrasion was observed distal to the connector pin on the atrial and ventricular leads. During the explant it was noted that the atrial lead was stuck to the ventricular lead. The leads were extracted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.